Event description:
After one year of cochlear implant use, this patient developed an infection at the incision site in august 2003. The site was treated and healed. In 2004, an abcess formed in the implant region. It was drained and the site healed. In 2005, the patient developed another infection at the implant site. The infection did not resolve with treatment and eventually the device began to extrude. Eight days later a skin flap revision surgery took place to cover the extruding implant. However, about two months later, it was observed that the skin flap had nectrotized and the implant was exposed. The device was explanted about a month later, a reimplantation surgery is anticipated in the future.